Event description:
Pt arrested and was in v-tach. Connected hands off defib and EKG leads to pt. Attempted to defibrillate pt. Defibrillator would charge but would not deliver shock. Disconnected and reconnected cables - still would charge but would not deliver shock. Three experienced nurses attempted to get defib to deliver shock and it would not. CPR begun, pt regained pulse.